Event description:
It was reported that during the surgery, the sureshot targeter didn't work after connecting to the controller and the information on the monitor showed " the targeter is broken, please exchange". The c-arm was utilized to complete the procedure. The procedure was delayed for 40min.